Manufacturer narrative:
(B)(4). It was reported that a patient experienced sterile peritonitis in (B)(6) 2014. The cause of the sterile peritonitis was unknown. Dianeal and extraneal therapies were ongoing. It was reported that the patient was recovered from the sterile peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The patient was reported to have developed peritonitis on an unspecified date between (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event and treatment information was not reported. At the time of this report, it was not specified if the patient had recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.